Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2023, the continuous glucose monitor (cgm) stopped working at the time of the event. They tried 3 different g7 wearable as well but failed and it was not replaced at once. That was when they realized that the receiver was stuck in the initialization screen. The patient was feeling delirious, throwing up and dehydrated. Of note mentioned stomach virus but was not clarified it this was the cause of the throwing up. The blood sugar was taken, it was noted that it was high and that is when the patient's spouse called the ambulance. The patient was transported to the hospital, blood glucose (bg) was taken, noted over 600 mg/dl (not able to remember the exact value) which is where she was diagnosed with diabetic ketoacidosis (dka) and treated in intensive care unit for 3 days before being discharged on (B)(6) 2023. While hospitalized, the patient was treated with an IV. After the incident, the patient had a follow-up checkup with her diabetic doctor on (b(6) 2023 and the receiver was checked, but they were not able to make it work, and the patient went back to the g6 device. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was doing ok. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 11/28/2023.